Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced heat and shocks when recharging, and consistent poor connectivity. Troubleshooting of the recharger location was performed by the hcp in the clinic. The cause was unknown, and the recharger was replaced. It was unknown if the issue was resolved. Additional information was received from the manufacturer representative (rep). The rep reported that the shocking was not only felt during recharge but also at random times. A layer of clothing was not used when recharging, and the recharger was placed directly on the skin. The belt was used but when asked if the belt resolved the sensation, the rep stated, "yes and no". The rep reported that it was unknown if the cause of the poor connectivity with the ipg was determined. The rep reported that the heat was felt at the battery. The cause of the heat when charging was not determined, and the most likely cause was unknown. To resolve the issue, a new charging unit was provided to the patient on (B)(6) 2026. It was unknown if the issue was resolved.